Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A right ventricle (rv) lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts (sics) greater than 30 in 3 days, and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Beginning (B)(6) 2015, rv pacing impedance measured 988 ohms up from a trend of 456 ohms. Analysis of the device memory indicated over-sensing due to non-physiologic signals/sic. Beginning (B)(6)2015, ventricle sics up to 79; non-sustained ventricular tachycardia episodes with evidence of probable lead noise over-sensing. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to high impedance and noise. The lead was reprogrammed to a different sensing vector, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead bipolar pacing was not capturing. The lead remains in use.